Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 40-50 mg/dl. The customer was treated by drinking half a can of coke. The custsomer thinks she might of given to much a bolus that caused the low. The customer declined transfer to helpline. The customer said her infusion set change go well and her blood glucose was not higher that 140 mg/dl.